Manufacturer narrative:
Product ID: 3877-45, lot# 0206189942, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a ¿loss of stimulation/therapeutic effect.¿ it was noted the patient was reprogrammed and impedance testing was performed. Impedance testing found that all impedances values were ¿>10000¿ ohms. It was stated the patient was ¿alive¿ with ¿no injury¿ at the time of initial report. A revision was scheduled for five days after the initial report. Nine days after the initial report, it was stated the ¿revision surgery was done and the patient was receiving efficient therapy again¿ after implant of a new lead. It was noted the old lead was to be returned for analysis. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4): analysis of the lead found ¿all the conductors were broken 20.2 cm from the distal end¿ and ¿the outer insulation also appeared to have kinked at that location.¿